Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/7/2020. Device evaluation summary: according to the information reported the patient experienced a rupture and pain. A manufacturing record evaluation was performed for the finished device 5963416 number, and no non-conformance's were identified. During visual inspection of the device it was observed to be ruptured. Microscopic examination of the edges of the tear gave no indication as to cause of the failure. No other anomalies were observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 325cc mentor memorygel breast implant, catalog #3503254bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced left sided rupture and occasional left sided shooting pain post procedure. The left implant felt different and squishier. The rupture was confirmed through magnetic resonance imaging. As a result, the device was explanted without replacement on (B)(6) 2019.